Event description:
The stent (enc453712/(B)(4)) could not deploy at all at the lesion during the procedure. The stent and microcatheter were removed together as a unit. Changed to a new stent and microcatheter (details unknown) to complete the procedure. A select plus 150/5 cm (606s255x/(B)(4)) was used. No adverse event on the patient. There was no delay in the procedure. There were no damages noted on the stent or microcatheter after use. The microcatheter was not reshaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was attempted by pushing it out of the end of the microcatheter. The target vessel and vessel characteristics are unknown.

Manufacturer narrative:
The stent (enc453712/(B)(4)) could not deploy at all at the lesion during the procedure. The stent and microcatheter were removed together as a unit. Changed to a new stent and microcatheter (details unknown) to complete the procedure. A select plus 150/5 cm (606s255x/(B)(4)) was used. No adverse event on the patient. There was no delay in the procedure. There were no damages noted on the stent or microcatheter after use. The microcatheter was not reshaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was attempted by pushing it out of the end of the microcatheter. The target vessel and vessel characteristics are unknown. One non-sterile enterprise vrd and delivery was received inserted in a microcatheter and both inside of protective tubing. The enterprise stent was not received. Once the enterprise delivery wire was removed from the microcatheter no anomalies were observed on it neither on the received microcatheter. As no stent was received no functional test could be performed. The enterprise system was observed under microscope and no anomalies were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10290553. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "stent - deployment difficulty-unable to" could not be properly evaluated since functional test could not be performed and, in addition the involved stent was not received. The exact cause of the reported event could not be conclusively determined, however, the device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is 1 of 2 reports associated with (B)(6). This is an initial/final report. Concomitant medical products and therapy dates: select plus 150/5 cm (606s255x/(B)(4)); new stent (details unknown); new microcatheter (details unknown).